Event description:
It was reported that the implant at tooth site #unk was removed due to infection. Incision made, reverse torque complete removal , site debridement, alveolar graft .25cc, ,closed flap with 4-0 chromic sutures. Patient will have new implant placed after 2-3 mos healing.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided.